Event description:
On (B)(6) 2015 it was reported to arjohuntleigh by the facility that the resident was lifted up from the toilet when the right clip came apart and the resident slid to the wall of the shower. The resident don't know what happened exactly. It was not possible to interview the caregiver due to shock. As a consequence the resident sustained a bruise on the right shoulder treated in the emergency room and the caregiver was hospitalized due to shock and unknown injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that during the resident transfer from the toilet one strap of the sling broke near the clip, the strap located at one of the right hand clips came apart causing the resident to slide to the wall of the shower. As a consequence the resident sustained a bruise on the right shoulder and the caregiver was said to have been hospitalized due to shock and unknown injury. When reviewing similar reportable events, we have found a very low number of cases with similar fault description (strap of the sling has ripped). However, those events were related to different type of slings. Therefore, the incident described above appears to be an isolated event to date. It has been established that the lift (sara 3000) and active sling were being used for patient handling at the time of the event and in that way contributed to the complaint. Although the focus of the complaint was on the sling, no malfunctions were indicated regarding the lift. An on site inspection found the sling with one strap to clip completely ripped. Therefore, the sling and the lift which work together as a system were found to have not been to specification when the event took place. It was decided to get the sling back from the market for further evaluation. This evaluation showed that the strap broke near to the stitches, however the stitches themselves were found to be in good condition, only the strap was found to be damaged. The surface of the strap breakage appears to be smooth and looks like it was cut off by sharp object. Based on the gathered information and our product knowledge we have reviewed the root cause of the strap breaking. In accordance to the product specification for active slings the safe working load (swl) for these particular slings is 200 kg. Tests performed showed that these slings passed the load tests (300 kg without remarks). No part showed any sign of damage or wear caused by loading. Attention was given to all parts i.e. Fabric, seams/stitching, binding, loops/clips/rope attachments and straps. Also to measure the maximum load, a load test to destruction was performed for the slings. The load was increased until the product was destroyed, but no higher than 1000 kg if it was not destroyed. For active slings (sara 3000 active slings) maximum load was indicated to be more than 600 kg. Additionally, the product specification for straps were checked. Based on the information included the breaking strain for straps was indicated to be equal or more than 11000 n (more than 1100 kg). When bearing in mind that the safe working load of sara 3000 active slings is 200 kg, and also breaking strain for straps, this can be seen as a more than considerable safety margin. Therefore, for the strap to have broken, we strongly believe it to having been damaged before the transfer and could additionally becoming caught in an obstruction by blocking it under a sharp object and lifting (a much higher strain). During normal and on label use, without any malfunction, it is highly unlikely that the strap of a sling will break. This is shown by the lack of complaints volume of such issue when compared to the amount of sold devices and in comparison to their daily use. Therefore the root cause of this malfunction appears to be use error: not following the instructions for use section that explains how maintenance and storage the sling and how to safely transfer a patient with the device. We find it likely that the straps failed due to combination of being damaged before the transfer and an excessive amount of force outside of intended use. The sling instruction for use (IFU) supplied with the involved sling includes crucial information: "make sure that the sling is not attached to any object other than the hanger bar attachment points of the lift. If this is the case, the weight that is put on the sling will increase and surpass the maximum allowed weight." "Sling should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure or to excessive heat or humidity. The slings should be kept away from contact with sharp implements, corrosive or other possible causes of damage. Therefore, based on the above, the most probable cause of why the loops/ straps were damaged is the fact that the instructions for use of the sling was not adhered to. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregiver counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure, check the sling before transfer for damages and proper maintenance and storage of slings. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.